Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor wire became detached from the sensor after insertion. Customer reported removing the wire with tweezers. A new sensor was inserted to address the event. No additional patient or event information was available. A root cause could not be determined.